Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not showing bolus history. The customer's blood glucose level was 139 mg/dl. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery and displacement tests or verify bolus history or uploaded the pump due to unresponsive button.